Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture was received on september 30, 2024, with lot number 3329855. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical damage. No other observations observed, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.